Manufacturer narrative:
Multiple attempts were made to gather additional information such as product details, testing and resolution; however, as of 29 dec 2025, no response has been received. It was indicated that the customer was able to resolve the issue on their own and no work was needed by philips. The product malfunction was unable to be confirmed because there was no response to requests for additional information. No product information is available; therefore, service history could not be verified. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an unspecified patient monitoring product indicating that complete central monitoring on all wards has failed. It is unknown if the device was in use at time of event, and there was no adverse event reported.